Manufacturer narrative:
The initial valve was implanted as part of a clinical trial. Per the study database, the valve was implanted successfully. At the one year followup, the patient had not been hospitalized and had not had any other adverse events. Multiple unsuccessful attempts were made to obtain additional information. The initial valve placement position is unknown. It is known if the valve migrated or how much the valve may have migrated in the two years post procedure. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The root cause of the regurgitation cannot be confirmed with the limited information available. In addition, it is unclear if the valve migrated, as the original implant position is unknown; however, late migration at two years would be unlikely due to the fact that the valve endothelializes. It is possible that the valve migrated at an earlier time and the regurgitation and the related symptoms developed over time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), a valve in valve procedure was performed more than two years after the initial implant. It was reported that the valve was in a 90:10 aortic position, with severe cai and severe pvl. A second 26mm valve was placed with no complications, and the patient is stable.

Manufacturer narrative:
The initial valve was implanted as part of a clinical trial. Per the study database, the valve was implanted successfully. At the one year followup, the patient had not been hospitalized and had not had any other adverse events. The investigation is ongoing.